Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Bolt that holds the hub to the motor gets lose and cause the hub to shake.